Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: did any needle piece(s) fall into the patient? If yes, was\were the needle piece(s) retrieved during the initial procedure? What measures were taken to retrieve the broken piece(s)? Was there any additional tissue damage as a result of searching for the needle piece(s)? No needle piece(s) fell into the patient. If it becomes available in the future, please provide lot number. The lot number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a splenectomy surgery on (B)(6) 2026, and suture was used. The needle broke when sewing in surgery at the first stitch. Changed another one to complete the surgery. There is no report on patient's injury. The lot of ips is unavailable. Additional information was requested.